Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 7/08/2021. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6, h3. H6 component code: g07002 no device problem found. H3 investigation summary: an empty opened folder and a dispensed needle-suture was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that the swage and attachment area were noted to be as expected. The strand was measured for length on calibrated scale and the results met with the finished goods requirements for 18¿ length. The manufacturing records couldn't be reviewed as the batch number is unknown. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide the lot number? There is no lot number visible as I only was provided the paper hosing of the suture that shows the code.

Event description:
It was reported that a patient underwent a CABG surgery on (B)(6) 2021 and suture was to be used. During the procedure, the suture was found to be out of specification. The suture was noted to be 24" long, not 18" long. No adverse patient consequences were reported. Additional information was requested.